Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned without either implant. A short section of suture was returned with the implants cut off. The actuator was in the post t2/pre t1 deployment location, indicating the device had been cycled at least twice. A functional evaluation found the device cycled as intended. A review of the customer provided image found a fast fix 360 in the opened sterile packaging with the suture off the needle. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure using fast-fix 360, after the t1 was implanted, the t2 implant was deployed simultaneously. The procedure was completed without surgical delay using a back-up device. No further complications were reported.